Manufacturer narrative:
The affected set has been received and the investigation is pending. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the set was being used for a dilaudid infusion; the first set that was used cracked, they immediately opened a second set which also cracked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the female luer cracked and leaked on the second set was not confirmed. Visual inspection showed no issues. Functional testing was unable to replicate any leaking. The root cause of the reported second leak was not identified.